Event description:
The patient was implanted with a surgical lead at t9-t10 on (B) (6) 2009. It was reported the patient suddenly lost stimulation. Impedance was checked and the lead exhibited invalid impedance on all contacts. The surgical lead was revised. The patient is doing fine.

Manufacturer narrative:
Evaluation results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Functional testing was not performed. Visually there was reddish discoloration near the base of the paddle and in both lead segments. The lead was severely kinked with all wires broken in both lead segments. The terminal end of the unmarked lead also has separation between the insertion handle, spacer and channel 8 electrode. All damage indicates an overstress condition imposed upon the lead. The wire breakage points are at the suture location. The suture technique did not use the anchor and sutured directly to the lead body, which is not recommended. Per the dfu, "sutures placed directly on the lead without an anchor can cause permanent damage to the insulation and eventual failure of the lead." Conclusion: the report that the patient lost stimulation was confirmed due to broken lead wires. At the breakage point the ends of the broken wires protrude through the tubing up to the lead body surface. The term end exhibits spacer separated between the electrodes, which is a stress condition. The wire breakage is due to improper implantation technique and an over stress condition. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.